Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient did not overdischarge their device. The patient had a non-working receptacle at their apartment and could not recharge because their recharger battery was dead. It was noted that the patient was receiving effective therapy.

Event description:
The patient¿s device was not working right. The company representative was supposed to meet with the patient but the patient did not show up. She now has a blood clot in the lower extremity and was on house rest. It was found out that her device has been discharged for some time. It was unknown how long but ¿at least months¿. She quit using the device because it was not helping the pain as much and thought that it needed to be reprogrammed. She had less than 50% therapy relief. The device quit running and she forgot to call. She did not bother to recharge because of other things going on in her life. She was going to set up another appointment when she was able to safely leave her house. An appointment was scheduled for the patient with her doctor on (B)(6) 2013. Troubleshooting was going to be done and a physician mode recharge (pmr) if needed. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was unable to recharge their device after spending time in and out of the hospital over the last several months. It was noted the patient has an appointment on (B)(6) 2014. It was reported the patient "could be using a non-working plug and their recharger battery may be depleted". Additional information received reported the patient's last successful recharge was six months ago and the cause of the event was due to being in the hospital for mental issues and was unable to charge their device. It was noted the patient was not experiencing and symptoms and a physician mode reset (pmr) was successfully performed to jumpstart their device. It was noted the patient was no receiving effective therapy.

Event description:
Additional information received reported the manufacturer representative reprogrammed the device and was able to give the patient therapy back to where it was before the physician mode reset (pmr) was performed. It was reported the implantable neurostimulator recharger (insr) battery was performed and no anomalies with the insr were found.

Manufacturer narrative:
Supplemental submitted for additional information received, for correction to conclusion coding and addition/removal of device codes. (B)(4).

Event description:
Additional information received reported the patient had been having several lingering health issues requiring numerous hospital admits, but is now well enough to get out to have their over-discharge addressed. It was noted an appointment is set for (B)(6) to get their device back up and running.